Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was driving down a sidewalk when the weld on the seat post allegedly broke allegedly causing the consumer to fall out of the chair.

Manufacturer narrative:
It was found that on the lower seat post weldment (mec1904971) the weld penetration were insufficient see (ecr05606).

Event description:
Provider alleges consumer was driving down a sidewalk when the weld on the seat post allegedly broke allegedly causing the consumer to fall out of the chair.